Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to adjust the time settings for daylight savings time. There was no impact to the customer's blood glucose level. The customer stated they would adjust the time setting.